Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced both batteries as prescribed in the service manual, completed the scheduled pm then performed all functional and safety tests to factory specifications. The iabp is cleared for clinical use and returned to customer. (B)(6).

Event description:
During a schedule preventive maintenance (pm) by a getinge service territory manager, the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test. The battery in slot 1 only ran for 10 minutes when it was fully charged, and the battery in slot 2 ran for an hour. No patient was involved and no adverse event was reported.